Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Upon interrogation, noise with automatic mode switch episodes was seen on the right atrial lead. The lead measurements were stable. There were no patient consequences. No further information was available.